Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three to four (3-4) clearlink, non-dehp solution sets leaked below the bulb (drip chamber). This issue was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the actual devices were not available; however, a photograph of a sample was provided for evaluation. Visual inspection was performed on the photograph using the naked eye which revealed a leak due to a cut in the tubing near to the drip chamber. By the nature of the sample, no additional tests were performed. The reported condition was verified on the one (1) sample. The cause of the condition was due to the coiling process during manufacturing. The remaining samples were not returned, therefore a device analysis could not be completed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.